Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with a dislodged atrial lead. The atrial lead was explanted on (B)(6) 2020 and was not replaced as the patient was less than 1% dependent on atrial pacing. Patient was stable.